Event description:
A user facility reported that they were unable to use the vaser device during surgery. When they pressed on the vaser footswitch, there was no energy output from the device. They were able to use traditional liposuction to complete the surgery; however, due to troubleshooting of the vaser device, surgery was delayed for approximately an hour while the patient was under general anesthesia. There was no negative impact to the patient''s health due to this delay.

Manufacturer narrative:
Field service confirmed there was no energy output from the vaser device due to an issue with the ultrasound printed circuit board being damaged. Delayed procedures due to ''no ultrasound'', is identified in the vaserlipo system risk assessment. The lot history, trend analysis, risk analysis and/or directions for use review were considered acceptable, with the product performing within anticipated rates. Final test verification specifications are acceptable. No non-conformities or anomalies found related to this complaint when reviewing the device history record. No corrective is action required. Report number 3011423170-2022-00046 was submitted on april 28, 2022. The submission failed and attempts were made to resubmit; yet we received multiple failures. This report was created and submitted to take the place of 3011423170-2022-00046 to ensure all information was captured. The initial report was also filed on time.